Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse checked the reagent probe, mixing, washing, sample aspiration and delivery and reagent aspiration and deliver, all of which were acceptable. The cse found a loose plunger on the reagent probe 2 and replaced it. The customer did not obtain any additional discordant results. The cause of the discordant, falsely elevated alt and ast results on patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated alanine aminotransferase (alt) and aspartate aminotransferase (ast) results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). New samples were obtained from the patients and were tested on an alternate instrument, resulting normal. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated alt and ast results.